Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with juvederm® volift® xc, juvederm® voluma¿, and juvederm® volux¿ and experienced abscess on "masseter" area. The event recovered but re-occurred so patient "came for a control again." This is the same event and the same patient reported under MDR ID# 3005113652-2021-03113 (allergan complaint # (B)(4)). This MDR is being submitted for the suspect product, juvederm® voluma¿.